Manufacturer narrative:
(B)(4). Date sent: 3/7/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # 489c86. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned sample. Visual analysis of the returned sample determined that the device was not returned for analysis only one gst45w reload was received fully fired, with the pan disassembled and the reload body damaged and broken. No functional test was performed due to the condition of the reload. The damage noted on the returned reload was due to improper handling of the reload. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 489c86, and no non-conformances were identified. Additional information was requested and the following was obtained: they used the cap/cover on the reloads to remove the load from the stapler. They believe they went in too far with the cap/cover and the force broke the reload.

Event description:
It was reported that during an appendectomy, the scrub tech stated they went to load first stapler, fired well after first fire. When trying to reload it broke in half. They got a second stapler and it did the same thing. They noted that the bottom of the reload was stuck in the stapler. They got another stapler to complete the case with no further issues and no patient harm.

Manufacturer narrative:
(B)(4), date sent: 3/25/2024. D4: batch # 512c70. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device (a) was returned with no apparent damage and with a gst45w reload present. The reload was received fully fired with the pan disassembled and the reload body damaged and broken. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage noted on the returned reload was due to improper handling of the reload. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 512c70, and no non-conformances were identified.